Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to mount the connector back into position with mounting screws/studs. The fse was also able to straighten pins back out and tested connection with itm cable, attaching and removing it multiple times. Cable seated properly without damaging pins. The fse left the cable attached on back of the patient side cart (psc). The system was tested and verified as ready for use.

Event description:
It was reported that during a training/demo of the da vinci system the rear connection point on the patient side cart (psc) where the cable connected had been physically damaged at the connection location. There was no report of patient involvement.